Event description:
A peritoneal dialysis (pd) pt reported finding a fluid leak during her treatment. While in treatment she noticed fluid leaking on her floor from a hole in the set tubing and received a subsequent cycler alarm. The pt was advised to contact her pd nurse. The set was not made available for evaluation. During follow up the pt and the pt's pd nurse stated the pt had no issues after the leak. The pt's pd nurse stated the pt's effluent has remained clear and the pt was given 2 grams of vancomycin prophylactically and did not have any signs of infection. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.